Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This event is being conservatively reported as the cause of the patient¿s death was due to perforation caused by non-abbott devices (ptfe guidewire and al-1 catheter). It was reported that on (B)(6) 2022, during the procedure a non-abbott catheter (al-1 catheter) was initially found to be in a bad position. A pigtail catheter was used to reposition the guidewire. Delivery of the 23mm portico valve was attempted 3 times and the valve was fully recaptured to reposition for optimal depth. There was some difficulty with maintaining optimal position of the portico valve due to mild calcification and arrhythmia, the patient was placed on a temporary pacemaker at 120 beats per minute, which helped successfully implant the valve. Aortography was performed and there was minimal aortic insufficiency that decreased after a few minutes. At the time of release the patient fell into cardiac arrest and resuscitation maneuvers were performed. The patient had become hypotensive despite medication and resuscitation measures. The patient was stabilized and the cause was reported to be pericardial effusion with tamponade due to posterior perforation as seen by transthoracic echocardiogram. Attempt to drain the pericardial effusion was unsuccessful and the patient was sent to surgery. A thoracotomy was performed, attempts to close the perforation was done using a patch. Due to capillary fragility the bleeding could not be controlled. The patient was proclaimed deceased. The patient was treated with multiple medications, direct cardiac massage, various blood products. It was thought that the perforation was due to the crossing of the native valve with the non-abbott catheter (al-1 catheter) at the time of non-abbott guidewire (ptfe guidewire) exchange. The cause of death was noted as hemorrhagic hypovolemic shock due to the perforation. That patient's condition prior to the procedure was reported as very fragile, high risk for surgery and critical aortic stenosis.

Manufacturer narrative:
An event of cardiac perforation and patient death due to hemorrhagic hypovolemic shock due perforation during the portico valve implant procedure was reported. It was also reported that the patient had high fragility prior to the procedure. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications. Information from the field indicated that the perforation was thought to be caused by the non-abbot catheter and guidewire during crossing of the native valve at the time of the guidewire exchange. There is no indication of a product quality issue with regards to manufacture, design, or labeling.